Manufacturer narrative:
The insulin pump alarmed during the reset error test due to a voltage leak. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call unexpected restart alarm on the insulin pump. Customer's blood glucose level was 112 mg/dl. Customer advised when they woke up in the morning they had a blank display and when they turned on the device they would need to fix the date and time. Troubleshooting for the unexpected restart alarm was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.